Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had not notified their managing physician regarding the issue and stated that ¿it was that way when I got it¿. No steps had been taken to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient¿s family member that the device ¿quit working.¿ the caller further clarified that they meant that the patient had a return of symptoms. The caller also initially stated that the external equipment was not responding and ¿cuts off,¿ however the caller later stated that they did not know that the communicator had to be over the ins when communicating with the patient¿s ins. The caller stated they thought the communicator and the handset had to be on top of each other to communicate with the ins. Patient services reviewed the external equipment theory and usage with the caller and the caller confirmed understanding following education. The caller stated that on the call the equipment was working as expected. While on the call, the caller synced with the programmer and it showed that stimulation was on and at 4.1v. When asked if the patient could feel stimulation in the correct bike seat area the caller said no, that the patient had not been feeling stimulation. The caller stated the health care physician (hcp) had not given the patient guidance on changes to make to the therapy and stated they wanted to increase the stimulation. The caller then increased the patient¿s stimulation from 4.1 to 4.5 on the call and the caller stated the patient could not feel stimulation at 4.5. The caller was advised to review any directions previously provided by the hcp and it was reviewed that it can take time for the body to respond to the therapy and therefore titrations should be discussed with the hcp. The patient was going to monitor symptoms now that a change had been made and was going to follow up with the hcp if it didn¿t resolve. The caller stated that the event occurred ¿um last week,¿ in october 2019. There were no further complications reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The caller reported that the patient was having therapy concerns/return of baseline symptoms. The caller indicated she will need to call back for further troubleshooting assistance as she was not present with the patient. The caller additional reported that there was difficulty charging the communicator. The caller reported that the communicator did not holding a charge. The orange status light comes on when plugged in overnight but as soon as they unplug it, the status light is yellow again. Patient services suggested that the caller try using another micro usb cord to charge the communicator. The caller indicated that she would need to call back for further troubleshooting assistance as she was not present with the patient. The same day, the caller called back with the patient present. The caller was able to charge the communicator with a different charging cord. The caller was able to sync with ins and increase amplitude but mentioned that the patient had never felt the stim sensation. Patient services recommended monitoring symptoms and following up with managing hcp if not resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.